Event description:
Me and some other influencers were sent coloured contacts from the brand pollyeye, we all experienced a burning sensation with the contacts, some of us felt they where scratchy and some of us will end up with really red eyes after using them.